Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during auto test. Troubleshooting was done for hardware low level failure alarm. Customer stated that insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with displacement test and it was pass. Customer did self test and it was fail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 was present in device trace download and pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Device received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case.